Manufacturer narrative:
If additional information is received from the reporter, a supplemental report may be submited. Complaints will continue to be monitored for trends.

Event description:
In the customers words: "kiwi vacuum loss suction prior to initial and 2nd pull, without pushing the suction release button. The kiwi was swapped out; however similar loss of suction was noted in 2nd device. Due to this loss of suction with any tension on handle, sufficient pulls could not be done. The operative vaginal delivery was aborted for a cesarean delivery. Patient did have prior amnioinfusion, however fetal head (in occiput anterior position) and surround vaginal tissue was dry. The kiwi was placed in the standard fashion and suction was increased to the appropriate pressure." No harm caused by kiwi vacuum itself. There was harm in delay in delivery of the fetus. Fetus was sent to higher level of care for cooling." On (B)(6) 2026: "the infant was transported to a higher level of care, was cooled and carries a diagnosis of hie."